Manufacturer narrative:
We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.